Event description:
Customer reported an alarm indicating occlusion, which had already occurred earlier in the day and caused blood glucose levels to read "high," suggesting they exceeded 500 mg/dl. To address the elevated blood glucose, the customer administered a correction injection using multiple daily injections. Despite experiencing these occlusion issues over the past two months, the customer resolved them by changing the infusion set and cartridge, then resuming insulin use. They declined further assistance regarding recurring occlusion events. Technical support recommended and arranged a pump replacement due to the occlusion issues. The customer will continue using the current pump until the replacement arrives, having received and understood all necessary instructions for returning the problematic pump.